Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a fresenius 2008t machine had a stopped blood pump during a patient¿s hemodialysis (hd) treatment and the patient¿s blood was unable to be rinsed back. The patient¿s estimated blood loss was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. There were no defects or damage noted to the fresenius bloodlines and dialyzer used. The patient was restarted on a new machine and treatment completed successfully with new supplies. The nurse manager stated that they were waiting on a technician to service the machine. There were no parts available for return. Additional information was requested but to date has not been received.